Event description:
The pt was implanted with an acute blood pump system for biventricular support. The hospital's biomedical engineer reported that, during transport from the operating room (or) to the cticu, the primary console stopped working on battery power despite indicating full battery status. It is unk at this time if the pt suffered any injuries related to this event.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the MFR as the device is not labeled for single use. Updated info provided to the MFR indicates that the pt has since expired due to cardiogenic shock (unrelated to the reported event). The suspect primary console along with the motor in use during this event have been returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.